Manufacturer narrative:
This report is being submitted to report corrected and additional information to 0001038806-2024-01009. The date of event was reported incorrectly and has now been corrected to 4/25/2024. The following sections are being reported: b3: date of event is corrected to 4/25/2024. D4: expiration date and unique identifier (UDI) number. D6a: if implanted, give date. D6b: if explanted, give date. D9: device availability. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: health effect - clinical code. H6: device code(s). H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual and functional evaluation were performed. The implant had signs of use with debris on its internal threads. The implant engaged and disengaged with an in-house driver as intended. DHR review was completed for the subject lot number. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was possibly user caused. However, a definitive root cause could not be determined since a device malfunction did not occur. Therefore, based on the available information, a device malfunction did not occur. The implant engaged and disengaged with an in-house driver as intended. The reported event was unconfirmed following functional testing and physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the implant for tooth site #46 disengaged & implant fell to the floor. Another implant was placed in the same procedure.

Manufacturer narrative:
Zimvie complaint (B)(4).